Manufacturer narrative:
Model number/catalog number: sc-2218-70. Serial number: (B)(4). Batch/lot number: 5102919. Model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation to lead migration. The patient underwent a revision wherein the leads were repositioned. The patient was doing well postoperatively.